Event description:
It was reported that there was a delayed response with the purewick urine collection system while turning on, basic troubleshooting has been done. It was noted that the patient has been using the purewick product for more than 90 days. Per additional information received via follow-up on (B)(6) 2021, stated that the representative assisted the patient with the power switch issue, and they were only able to get the machine to turn on, but only after multiple attempts. Per additional information received via sample form on (B)(6)2021, customer stated that the light on the device would turn on but there would be no suction from the device. This occurred several times, eventually device would startup and work. Also stated the longest period to get going was the 1st time where it took 20 minutes. Customer stated the 1st event was several months ago with very slow increase in frequency to several times per week before replacement arrived. Also stated infections and skin breakdown have been reversed, device had significantly improved skincare. Customer received replacement before the old device completely failed. It was unknown what medical intervention was provided for the infection.

Manufacturer narrative:
The reported event is confirmed to be use-related. A bd purewick urine collection system, pump tubing, elbow connector, collection canister with lid, and external power cord were returned. There were no cracks in the canister, but there was some residue within the rim. The stop valve opened and closed freely when shaken. When plugged in, there was no light or sound. The device was left in the on position for a few moments, with some light flickering present, but no sound was ever made indicating no pump function. The switch was repeatedly turned on/off, but no change occurred. With the in-house pcba, the device failed tm0301240 revision 1 with a value of 0.102 slpm. Upon opening the device, there was a urine odor along with urine residue throughout the enclosure. There was mold-like substance on the wires, wire connections, and pcba. The foam look as though it was wet, when it was dry. Upon further investigation, the inner pump tubing near the pump itself was discolored from urine residue. With the in-house pcba, it took a few tries switching the power on and off, until there was steady light and sound present. The sound was much quieter than normal. A potential cause of failure is "user does not follow instructions or is unaware that the canister is full." A DHR review is not required as the reported event is confirmed to be use-related. The instructions for use were found adequate and state the following: "troubleshooting: 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external'' correction: d,f,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a delayed response with the purewick urine collection system while turning on, basic troubleshooting has been done. It was noted that the patient has been using the purewick product for more than 90 days. Per additional information received via follow-up on 27oct2021, stated that the representative assisted the patient with the power switch issue, and they were only able to get the machine to turn on, but only after multiple attempts. Per additional information received via sample form on 30nov2021, customer stated that the light on the device would turn on but there would be no suction from the device. This occurred several times, eventually device would startup and work. Also stated the longest period to get going was the 1st time where it took 20 minutes. Customer stated the 1st event was several months ago with very slow increase in frequency to several times per week before replacement arrived. Also stated infections and skin breakdown have been reversed, device had significantly improved skincare. Customer received replacement before the old device completely failed. It was unknown what medical intervention was provided for the infection.